Event description:
The facility representative reported an infuso.r. Pump with a condition of "the latch on the side is broken." This condition occurred during programming/setup in the "or" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "the latch on the side is broken" issue was confirmed and not reproduced during product evaluation. The assignable cause was not determined. The syringe holder assembly was replaced in order to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.